Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient developed an infection. During a follow-up in clinic, pocket erosion due to infection was observed. On (B)(6) 2018 the system was explanted; a new system was implanted on (B)(6) 2018. The patient¿s condition post explant procedure was stable.